Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states they were trying to change out the reservoir, when the alarm was received. Customer's blood glucose level was unknown. Troubleshooting was conducted, and changing the reservoir was found to have resolved the issue. The reservoir and sets are being replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 5 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.